Event description:
It was reported that the patient experienced pocket and nerve stimulation from the right ventricular (rv) lead after receiving reprogramming to increase outputs. The lead warning triggered for exhibited low impedance measurements due to an insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.